Manufacturer narrative:
The device was not returned for analysis. A review of the corrective and preventive actions (CAPA) database was performed and revealed no indication of a product quality issue. A review of production records and the complaint handling database was not performed because the part/lot numbers were not reported. The reported patient effects of embolism and perforation are listed in the ht guide wire instructions for use as known patient effects of coronary stenting procedures. The investigation was unable to determine a conclusive cause for the reported failure to advance, difficult to advance, embolism, perforation, or insufficient information. There is no indication of a product quality issue with respect to manufacture, design, or labeling; therefore, no product-related corrective action will be implemented in this case.

Event description:
It was reported, through the pmcf (post-market clinical follow-up evaluation) report. That the ht winn guide wire may be related to the adverse patient effects of perforation, embolism [coronary] and other. The device malfunctions of failure to cross and difficult advancement were also, captured in the report. Details are listed in the attached report, titled post-market clinical follow-up evaluation report, polymer coronary guide wires. Please see the attached pmcf, for specific information.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. B3: date of event estimated as (B)(6) 2024, d4: the UDI number is not known. As the part and lot number were not provided. Literature attachment: article titled: ¿post-market clinical follow-up evaluation report, polymer coronary guide wires".